Manufacturer narrative:
Retrospective report form code: f77772 information was received from a surgeon who is not required to complete form 3500a. The device was received for evaluation. Visual inspection of the kne-nxg-pro-art-crr confirmed that the part had broken into two pieces. It was also noted that there are heavy gouges and nicks on both sides. The returned device was analyzed dimensionally and visually and found to be conforming to print specifications, where measured. Review of the device history records (DHR) would not provide additional information that would assist in determining the root cause, therefore a review of the DHR was not completed. This device was used for treatment. The lot was manufactured on jun 1, 1998 and therefore, had been in the field for approximately 17 years 5 months. It is unknown how many times the parts had been used during that time. The product history search for the trail articular surface part and lot combination identified no other reported complaints. It is likely that the trial articular surface had wear and tear from use, eventually leading to fracture. This report, along with the additional attached summarized events for a total of 149 events, are being reported under exemption number e2016007. These mdrs were identified during an internal retrospective review to meet reporting requirements and therefore are being filed retrospectively. - attachment: [attachments.zip]

Event description:
It was reported that the trial cracked into 2 pieces during surgery. There was no report of surgical delay or patient harm. Surgery was completed with the device.